Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the burn marks on the distal end cover and the forceps elevator were caused due to a high-frequency device was used without maintaining sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope had burn marks on the distal end cover and the forceps elevator. There were no reports of patient involvement.